Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides prod failure investigation, analysis and resolution for the device described in this report.

Event description:
While the ventilator was connected to a neonate pt, the ventilator displayed higher tidal volumes than set, gradually raised its pressure with numerous pressure limited alarms, instead of lowering its pressure to target the set tidal volume. Resetting of the ventilation mode gave the same result. There is no pt injury reported.